Event description:
The facility representative reported a colleague infusion pump with a failure code of 512.320.624. It is unknown when the event occurred. This condition had the potential to interrupt delivery. There was no report of patient involvement, injury, or medical intervention necessary. No additional information is available. The user interface module software version is 5.09.90

Manufacturer narrative:
(B)(4). The reported condition of a 512:320:624 failure code was confirmed upon review of the event history log by a quality engineer. The assignable cause was faulty main batteries. The main batteries and battery harness were replaced to correct the reported condition. This issue has been escalated to CAPA. Should additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump. However, during previous service the batteries and harness were replaced.